Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the right ventricular (rv) lead was not capturing at high output, leading to the patient having a syncope episode. X-ray revealed a lead fracture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.